Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the pannus cannot be confirmed; however, per report, the aggressive post dilatation at implantation of 1st sapien valve may have contributed to the event by damaging one of the leaflets. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference mfgr. Report #2015691-2017-02317.

Event description:
As reported through our (B)(4) affiliate, approximately two years and eight months post implantation of a 23mm sapien xt valve, the patient was admitted with dyspnea and fluid overload symptoms. The gradients measured peak 140mmhg and mean 78 mmhg. A CT was performed and no evidence of thrombus was noted. As per discussion, the early valve degeneration was due to pannus, possibly precipitated by the aggressive post dilatation at implantation of 1st sapien valve, which may have damaged one of the leaflets.